Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the opened original packaging. An evaluation was completed by futurematrix on 06oct2021. Per visual inspection, separation occurred at the port hole located on the proximal end pigtail. The outer diameter measured 0.080", the tip inner diameter measured 0.043" with a pin gage, and the overall length measured 260mm; all measurements were within specifications per cd-7090-xx. A 0.038" guidewire provided clear passage through the sample without resistance. A potential root cause could be, "inappropriate package design." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the stent was seen ruptured after the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the stent was seen ruptured after the package was opened.